Manufacturer narrative:
(B)(6) 2017: investigation on retained and returned samples.

Event description:
Patient had a clotted access and went for declotting procedure (B)(6) 2017. Had treatment on (B)(6) 2017, but immediately after starting the treatment, machine had a blood leak alarm, tested with blood leak strip and results were positive. Started on 2nd dialyzer, same thing happened immediately after starting the treatment. Staff was thinking it's the machine, so they changed the machine and started treatment on 3rd dialyzer, same thing happened immediately after starting the treatment. Again machine was changed the 3rd time with 4th dialyzer, same thing happened right after treatment was started. Patient lost approximately 1000cc of blood. Patient was sent home, but clinic drew blood for hgb, myoglobin and potassium, no other medical treatment or interventions were done. Lab results from (B)(6) 2017: hgb - 10.0 , potassium - 5.9 patient came back for treatment the next day, (B)(6) 2017, with instructions from efraim((B)(6) sales renal division) to run treatment with dialysate flow rate (dfr) of 500 for the 1st 30 minutes and then increase it to 600, treatment went well with no issues. Patient's hemodialysis prescription: treatment time: 3.5 hrs, bfr: 400, dfr: 600, heparin dosage: 2200 units (bolus). (B)(6) 2021: priming conditions: bfr - 100; nss = 300ml; time = 3min; dialysis machine used: fresenius 2008k; streamline bloodlines used; vascular access: avg using sysloc mini (jms) avf needle. No other medical interventions were done; hgb dropped from 11.2 g/dl (2/16/17) to 10 g/dl, physician did not change epogen dose and no blood transfusion was required.

Event description:
Patient had a clotted access and went for declotting procedure (B)(6) 2017. Had treatment on (B)(6) 2017, but immediately after starting the treatment, machine had a blood leak alarm, tested with blood leak strip and results were positive. Started on 2nd dialyzer, same thing happened immediately after starting the treatment. Staff was thinking it's the machine, so they changed the machine and started treatment on 3rd dialyzer, same thing happened immediately after starting the treatment. Again machine was changed the 3rd time with 4th dialyzer, same thing happened right after treatment was started. Patient lost approximately 1000cc of blood. Patient was sent home, but clinic drew blood for hgb, myoglobin and potassium, no other medical treatment or interventions were done. Lab results from (B)(6) 2017: hgb - 10.0 , potassium - 5.9 patient came back for treatment the next day, (B)(6) 2017, with instructions from (B)(4) (director of education & clinical sales renal division) to run treatment with dialysate flow rate (dfr) of 500 for the 1st 30 minutes and then increase it to 600, treatment went well with no issues. Patient's hemodialysis prescription: treatment time: 3.5 hrs, bfr: 400, dfr: 600, heparin dosage: 2200 units (bolus). On (B)(6) 2017: priming conditions: bfr - 100; nss = 300ml; time = 3min; dialysis machine used: fresenius 2008k; streamline bloodlines used; vascular access: avg using sysloc mini (jms) avf needle. No other medical interventions were done; hgb dropped from 11.2 g/dl ((B)(6) 2017) to 10 g/dl, physician did not change epogen dose and no blood transfusion was required.